Event description:
The physician deployed a 2.5 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt with 90% stenosis. It was reported that the lesion was pre-dilated and prior to use, the device was inspected with no issues noted. It was reported that resistance was felt during advancement towards and over the lesion. The device was retracted and the damage noted. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (pt lesion morphology, 90% stenosis), (failure to deliver stent). Conclusion: device failure/lack of effectiveness related to pt condition (pt lesion morphology, 90% stenosis). Eval summary: the 9th, 10th and 11th proximal stent segments were raised, deformed and pulled distally. The stent was positioned between the marker bands as per specifications. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to united states distributed product (B)(4).